Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: 37754, serial# (B)(4), product type: recharger. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from a patient reported that a 375 error code was displayed on their implantable neurostimulator recharger (insr). It was reviewed that the code indicates antenna failure. The patient also reported that the implantable neurostimulator (ins) in their back feels hot when recharging. The caller was redirected to the repair department and the insr was to be replaced. Additional information provided on 2016-nov-01 reported that the patient still hadn't received their replacement parts and was hoping to soon as they were having a hard time charging. Indications for use are non-malignant pain and lumbar radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.